Event description:
It was reported that a psee60a did 1 normal staple line. The second firing only 2 cm was stapled correctly. There were no open or loose staples. It seemed like the reload was not correctly filled with staples. They tried to fire a third time with a new reload. Device got stuck during third firing. Did not open. Reverse button did not work, and manual override did not work. Device would not open. Needed to be surgically removed from patient. Surgery delayed 30 minutes due to extra trocar port, extra operational time, extra tissue removed. No patient consequences reported. No further information is available.

Manufacturer narrative:
(B)(4). Batch#: unk. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: is the current patient status known? No. Was there any patient consequence: no. Was the surgery converted from a laparoscopic procedure to an open procedure? No. Correction: item is plee60a with lot v94v1c. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4) date sent: 7/1/2022 d1 d4: catalog, UDI h10

Manufacturer narrative:
(B)(4). Date sent: 8/10/2022 d4: batch # 263a49 investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one plee60a device was returned with the closing trigger and anvil in closed position. Also, the knife was noted partially advanced. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. A gst60d reload loaded in the device. The reload was received partially fired 1/4. After further evaluation, the anvil could not be opened. No functional test could be performed due to the condition of the device. The device was disassembled to verify the integrity of the internal components and the knife was noted to be buckled. The damage to the knife is consistent with the device being clamped over an excess of tissue. If the firing continues the knife will buckle, and as the knife is attempting to pull the anvil towards the reload to form the staples it will result in the damage observed on the anvil. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.